Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). There were no programming changes made to the lead because twos was unable to be reproduced in the clinic. The lead remains in use. No patient complications have been reported as a result of this event.